Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to the dialysis clinic that there was an alleged overfill during peritoneal dialysis treatment. The patient encountered a scale reading error during drain 1 of 3 when the event occurred. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (1) where 4868ml drained. This drain is 243% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 2002ml is 3604ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler. The cycler was replaced. The patient reported that there was no complications experienced as a result of the alleged event. Follow up with the patient¿s peritoneal dialysis nurse confirmed that the patient did not have any complications and the patient completed treatment with continuous ambulatory peritoneal dialysis. The patient resumed treatment with a replacement cycler.

Manufacturer narrative:
The reported complaint symptom (dv greater than 200% of fv) was not confirmed. The reported complaint symptom (scale reading error warning) was not confirmed. There were no discrepancies encountered in the external inspection of the cycler. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.